Event description:
It was further reported that the stent fracture occurred during post dilation and was treated with low prolonged pressure dilation of the balloon. The patient had no symptoms until now.

Event description:
It was further reported that the patient had no symptoms at all , not until now as previously reported and continues regular follow up.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure stent fracture occurred. The 80% stenosed lesion was located in a non calcified and non tortuous proximal to mid left anterior descending artery. A non bsc guidewire crossed the lesion and was predilated with a non bsc balloon of a non bsc stent at six to eight atmospheres. The physician then placed a 2.75x38mm promus element at fourteen atmospheres. Post dilatation started from the distal end of the stent with a 3.0x8mm non bsc balloon and a nc 3.0x16mm balloon of a liberte stent and the proximal portion of the stent for well apposition. The physician had then suspected a strut fracture at the proximal portion of the promus element stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to a marketed us device.